Manufacturer narrative:
The icy catheter associated with this complaint was not returned for evaluation. The product was discarded by the customer. Since the catheter was not returned, an investigation could not be performed, and a root cause could not be determined.

Event description:
During ivtm therapy, the user noted that the icy catheter (lot # unknown) was leaking. No further information was provided. The patient's status information was requested, but the customer did not provide a response.